Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted an unk durom acetabular component in (B)(6) 2009 (exact day not reported). To date, the pt has not been revised. Currently, the patient is being monitored due to pain and metallosis. Since the exact implantation date was not reported, it will be entered as the first day of the month and year reported ((B)(6) 2009).